Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Difficulty walking [gait disturbance]; synovitis in left knee [synovitis]; left knee swelled to twice its normal size [joint swelling]. Case description: spontaneous report received on (B)(6) 2009 from a (B)(6) female patient with a history of grade four osteoarthritis of the knee and two or three previous courses of synvisc therapy (unspecified dates), initials (B)(6), who experienced left knee synovitis, left knee swelling to twice its normal size and had difficulty walking after starting synvisc. The patient received one injection of synvisc into her left knee on (B)(6) 2009. The patient reported that after receiving her first injection of synvisc in the left knee on (B)(6) 2009, she developed synovitis in the left knee. The patient's left knee swelled "to twice its normal size" and she had difficulty walking so she had to use a cane. The patient was treated with a corticosteroid injection in the left knee. As of (B)(6) 2009, the patient reported that her knee symptoms continued.